Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of atrial activity on the right ventricular (rv) lead. A chest x ray was performed which showed that the coil is near the valve; therefore, it was discussed that the oversensing was due to the position of the lead. The physician opted to continue to monitor. No adverse patient effects were reported. This device remains in service.